Event description:
Event description cpi received information that during a routine follow-up a message indicating a possible device malfunction had occurred was noted during the initial interrogation of this implantable cardioverter defibrillator (ICD).